Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 200 ohms in triad, ra to can, and rv to ra configurations during an in-clinic device check. Measurements were 82 ohms in rv to can configuration. Historical shock impedance measurements were noted to be stable in the 65 to 77 ohms range. It was reported that the physician planned to program the configuration to rv to can and schedule a defibrillation threshold (dft) test to test the system. Technical services (ts) also discussed the option of viewing the lead under fluoroscopy or x-ray. The lead configuration was reprogrammed to rv to can, and dft testing was performed. Shock impedance measurements were observed to be within normal limits during testing. No additional adverse patient effects were reported. This device remains in service.